Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. The photograph displayed was a a 20ga bd nexiva closed IV catheter system with dual port without packaging. The picture shown the unit with all components present and intact, less the protective needle cover. There were two arrows drawn on the picture; the 1st arrow was pointing to the vent plug and the 2nd arrow was pointing to the area of the push tab of the tip shield. The reported issue of leakage could not be confirmed through the photo. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that leakage occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "material no.: 383536, batch no.: 8235504. It was reported that the nexiva was leaking. Per response email: the first instance of the nexiva leaking was from 2 areas. We do still have the products in the office. I¿m not sure if I¿ll be able to see the needles through the caps on the syringes in the packages but I can send some and see. I don¿t have dates on these, because I just discarded these and got new needles. We just use these to draw up meds and change needles. We don¿t use them to give meds. They were so floppy they would have never been strong enough to ever give a med so that isn¿t really a worry more just qc. We can send samples of both items if you would like. The nexiva have been so random that we haven¿t been able to pinpoint anything that looked different or anything that felt different at all with the product. Per email: we order quite a few bd medical supplies. We use only bd nexiva for IV¿s and have recently had 2 instances where blood has been flowing out of ports and one instance where the IV was being flushed and the cap on the port shot off while a normal flush was being performed. It is nexiva 20g 1.00 in lot#8235504. We also have a box of bd 3ml syringes with 25x5/8 syringes that the plastic part before the needle has almost been cut? The syringe isn¿t as big of a deal as the IV catheters. It¿s causing blood to pour out of the patient onto the floor and is very unprofessional and quite traumatic for the patient."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "material no.: 383536, batch no.: 8235504. It was reported that the nexiva was leaking. Per response email: the first instance of the nexiva leaking was from 2 areas. We do still have the products in the office. I¿m not sure if I¿ll be able to see the needles through the caps on the syringes in the packages but I can send some and see. I don¿t have dates on these, because I just discarded these and got new needles. We just use these to draw up meds and change needles. We don¿t use them to give meds. They were so floppy they would have never been strong enough to ever give a med so that isn¿t really a worry more just qc. We can send samples of both items if you would like. The nexiva have been so random that we haven¿t been able to pinpoint anything that looked different or anything that felt different at all with the product. Per email: we order quite a few bd medical supplies. We use only bd nexiva for IV¿s and have recently had 2 instances where blood has been flowing out of ports and one instance where the IV was being flushed and the cap on the port shot off while a normal flush was being performed. It is nexiva 20g 1.00 in lot#8235504. We also have a box of bd 3ml syringes with 25x5/8 syringes that the plastic part before the needle has almost been cut? The syringe isn¿t as big of a deal as the IV catheters. It¿s causing blood to pour out of the patient onto the floor and is very unprofessional and quite traumatic for the patient."